Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that approximately one year later there was an inappropriate device charge in an untreated episode due to cardiac oversensing of a low amplitude signal when programmed in primary sensing vector. The sensing configuration was changed to secondary. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were several untreated episodes due to double counting and an inappropriate shock due to t-wave oversensing from amplitude changes when the patient lies on their side. Boston scientific technical services (ts) reviewed the electrograms and x-rays and discussed that the subcutaneous implantable cardioverter defibrillator (s-ICD) may be relatively anterior and the electrode may be relatively superficial. The sensing vector was reprogrammed which has resolved the amplitude changes with positional changes. The s-ICD remains in service and no adverse patient effects were reported.